Event description:
A report was received that the patient no longer had neck or upper back coverage. Six contacts out were noted. The patient underwent revision wherein it was determined that the high impedances came from the extensions. The extensions were explanted and the physician discovered that he had enough lead length to connect directly to the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient no longer had neck or upper back coverage. Six contacts out were noted. The patient underwent revision wherein it was determined that the high impedances came from the extensions. The extensions were explanted and the physician discovered that he had enough lead length to connect directly to the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Additional information was received that during the patient¿s revision, the leads were explanted. No further information can be obtained by bsn. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.